Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the filter tip at level of lowest renal vein, which is right renal vein. Tip touches left inferior vena cava (ivc) wall with approximately 15 degrees angulation to ivc. 6 struts are present. Grade 2 perforation of right postero-lateral strut and right lateral strut noted. Right lateral strut is directly adjacent to outer wall of duodenum. However, strut does not appear to perforate duodenal wall.

Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed the filter tip at level of lowest renal vein, which is right renal vein. Tip touches left inferior vena cava (ivc) wall with approximately 15 degrees angulation to ivc. 6 struts are present. Grade 2 perforation of right postero-lateral strut and right lateral strut noted. Right lateral strut is directly adjacent to outer wall of duodenum. However, strut does not appear to perforate duodenal wall.